Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that yesterday the customer changed out the infusion set and her blood glucose was 103 mg/dl. Customer's last blood glucose was 24 mg/dl. Customer took 100 grams of carbs without insulin and it took nearly 2 hours for her blood glucose to come back to normal. Customer suspended the pump when they saw their blood glucose level at 24 mg/dl. Customer met with a diabetes clinical manager and they made adjustments to the basal rates. Customer stated that the numbers are much better today.